Event description:
It was reported that during a da vinci-assisted surgical procedure, a piece of the harmonic ace blade broke off and fell into patient. The piece was retrieved with no issues or harm. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) contacted the nurse and obtained the following additional information about the complaint: the instrument was inspected before use. She does not remember if it collided with another instrument or what task the surgeon was doing when it broke. She said a grasper was used to retrieve the fragment. The fragment piece was discarded and will not be returned back to isi. No post-operative test was performed since it was obvious the fragment was retrieved. She has not heard of any injury post-surgical procedure. There is no video of the procedure. She did not want to provide any patient information due to hippa.

Manufacturer narrative:
The RMA has been returned and evaluated by the failure analysis team. Fa was able to confirm the reported complaint. For clarification, the instrument was found with a broken curved blade. Broken piece, approximately 0.72" x 0.10" was not returned. Material was missing. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure.